Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this device system displayed noise on the right ventricular (rv) channel when the pt moved his arm. A loose device header was suspected but not confirmed. An invasive revision procedure was performed and under fluoroscopy the rv lead appeared to be fractured. Additionally, the right atrial (ra) lead appeared to be compromised. Once explanted, the device did not appear to be damaged. Rv impedance measurements were out of range and the rv and ra leads were surgically abandoned and were surgically removed at a later date. No adverse pt effects were reported during the procedure. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. It is unclear if this lead was implanted in the atrial or ventricular position.